Manufacturer narrative:
An event of migration, paravalvular leak, aortic insufficiency, ventricular fibrillation, and patient death was reported. The possible causes for a paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties, and inadequate radial forces. Information from the field indicated that there was sufficient calcium to allow anchoring of the device and that the patient did not have a horizontal aorta. Information from the field indicated that there were no difficulties encountered while deploying the valve. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specifications for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. However, the final implant depth may have contributed to the reported death. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for procedure during a transcatheter aortic valve implantation using a flexnav delivery system. The native valve had an average diameter of 21.8mm, area of 484.0mm^2, and perimeter of 80.5mm. There was sufficient calcium to allow anchoring of the device in the opinion of the user. A pre-dilatation balloon valvuloplasty was performed, and the patient experienced severe aortic insufficiency. The valve was positioned at approximately 3mm depth in cusp overlap view at starting implant depth. There were no reported difficulties in deploying the valve, but there was a little bit of tension in the delivery system at the time of final deployment. During the final release of the valve, a slow migration was observed after several heart contractions. Aortic insufficiency and paravalvular leak were present. The migrated valve did not block a coronary artery, and the valve was not snared. The patient was not in good condition, so the decision was made to implant a non-abbott valve. After the non-abbott valve was implanted, there was still a significant amount of aortic insufficiency, and the patient experienced ventricular fibrillation. Heart massage was performed by hand and then by machine. After several minutes, the patient died on the procedure table.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for procedure during a transcatheter aortic valve implantation. The native valve had an average diameter of 21.8mm, area of 484.0mm^2, and perimeter of 80.5mm. There was sufficient calcium to allow anchoring of the device in the opinion of the user. A pre-dilatation balloon valvuloplasty was performed, and the patient experienced severe aortic insufficiency. The valve was positioned at approximately 3mm depth in cusp overlap view at starting implant depth. There were no reported difficulties in deploying the valve, but there was a little bit of tension in the delivery system at the time of final deployment. During the final release of the valve, a slow migration was observed after several heart contractions. Aortic insufficiency and paravalvular leak were present. The migrated valve did not block a coronary artery, and the valve was not snared. The patient was not in good condition, so the decision was made to implant a non-abbott valve. After the non-abbott valve was implanted, there was still a significant amount of aortic insufficiency, and the patient experienced ventricular fibrillation. Heart massage was performed by hand and then by machine. After several minutes, the patient died on the procedure table. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.